Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "particles removed from the eye" (no code available). Product problem(s): "lint from paks" (foreign material present in device). An operating room nurse reports lint from custom paks. Lint was removed from a second pt in the doctor's office. Additional info has been requested.